Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. The reason for reoperation is: a right-side deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6.b, h6.

Event description:
Healthcare professional later reported right side very tine/slow leak at valve/plug. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed crack opening on diaphragm valve assessed as cracked valve seat diaphragm valve. Additional observations: ¿ crease fold observed. ¿ wear abrasion observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side "deflation". Healthcare professional later reported right side very tine/slow leak at valve/plug. Device has been explanted.